Manufacturer narrative:
The customer¿s report of leaking at the ¿end connector¿ was neither confirmed or replicated. No damage or any anomalies were observed during visual inspection of the set. The set performed as intended throughout functional and pressure testing, and no evidence of leaking was found. The root cause could not be determined.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when tubing is connected for blood transfusion, the "end connector" leaks. There was no reported patient harm, and no further details of the event.